Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Time between finger sticks and lab draw approximately 10 minutes. Time between actual running at labcorp unk.

Manufacturer narrative:
Summary: end-user reported accuracy discrepant test result. Mean calculation revealed two sets of data provided by end-user were considered inaccurate to compare. This failure mode will continue to be monitored to determine if future corrective action is warranted. There is no sufficient info to determine the root cause of end-user's discrepancy. Further testing is not required at this time. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to return. For investigation results, & in-house (accuracy) testing, in-house accuracy test: meters (B) (4). In-house meters ((B) (4), (B) (4). Retained strip: 216965 (strip code: 3w945). Comparative sys: sysmex 560. 2 therapeutic donors. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples are within the allowable bias. These meet the above criteria. No further action is required. No strip deficiency was established.